Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occurrences, the customer received multiple inaccurate fill estimates. Reportedly, the customer filled the cartridges with 450 units of insulin. The customer was unable to provide a blood glucose value, but stated blood glucose level was "normal". Tandem technical support was unable to troubleshoot as the events had occurred in the past. It was confirmed that the customer was always able to load a new cartridge successfully and resume insulin delivery.